Event description:
Nurse practitioner reported that she was unable to get the programming wand to communicate with pt's generators. Troubleshooting was performed and the batteries in the programming wand were changed. She was still unable to communicate. A replacement wand was sent to the site. Product return and analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.